Event description:
It was reported that vessel dissection occurred. The target lesion was located in the severely tortuous pulmonary vein. After a 0.035 guide wire and an 8f non-bsc guide catheter crossed the lesion, pre-dilatation was performed with a balloon catheter. A 8.0x30x135cm express ld was then advanced for treatment. However, the stent failed to cross the lesion despite several attempts and a mild non-flow limiting vessel dissection was noted. The procedure was not completed and the physician decided to schedule another procedure to cure the patient. No further patient complications were reported and the patient was stable.

Manufacturer narrative:
D4 lot number:updated from 23007469 to 21383555.

Manufacturer narrative:
Device evaluated by MFR.: express-vascular ld, pmtd 8.0x30x135cm was returned for analysis. A visual examination noted no issues with the stent. It was positioned correctly between the 2 ro marker bands. The balloon folds under the stent were found to be tightly wrapped and had not been subjected to positive pressure, no balloon material was caught within the stent struts. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. Marker bands were found to be swaged smoothly on the shaft surface and no ridges, cracks or damaged edges were noted on the marker band surface. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were noted with this device.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the severely tortuous pulmonary vein. After a 0.035 guide wire and an 8f non-bsc guide catheter crossed the lesion, pre-dilatation was performed with a balloon catheter. A 8.0x30x135cm express ld was then advanced for treatment. However, the stent failed to cross the lesion despite several attempts and a mild non-flow limiting vessel dissection was noted. The procedure was not completed and the physician decided to schedule another procedure to cure the patient. No further patient complications were reported and the patient was stable. It was further reported that the dissection was caused by the failed attempt at lesion crossing.

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the severely tortuous pulmonary vein. After a 0.035 guide wire and an 8f non-bsc guide catheter crossed the lesion, pre-dilatation was performed with a balloon catheter. A 8.0 x 30 x 135cm express ld was then advanced for treatment. However, the stent failed to cross the lesion despite several attempts and a mild non-flow limiting vessel dissection was noted. The procedure was not completed and the physician decided to schedule another procedure to cure the patient. No further patient complications were reported and the patient was stable.